Event description:
I recently bought a 12oz bottle of complete moisture plus with the lot #zb02713. I have used about half the bottle. On november 8th I experienced pain in my left eye. I had my contacts in for a couple of hours until I came home and instantly removed them and threw them away. My eye continued to worsen. It swelled up, I could not even look at a light from another room in my house, water was running out of my eye, and it was solid red. It was awful. I have worn contacts for 29 years and never went through this. I called my eye doctor at 11pm at night which I have never done but I was desperate. He saw me the next morning at his office.